Event description:
Customer felt light-headed, fell on the floor, bumped his head and had a seizure. His mother gave him juice with sugar, called the ambulane and customer was brought to the ER. At the hospital, the customer was only given juice and observed. Prior to the event, an adc meter reading of 246 mg/dl was received. After the juice was given, a reading of 131 mg/dl was received from another meter. Please note that customer had previous fainting incident due to low blood sugar in mar 2006 prior to this event with a meter reading of +200 mg/dl.